Event description:
Report received from the USA stating that the device had a "burning smell and smoke coming out." The device was being used during knee surgery. There were no pt or user injuries reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The event was confirmed. The device was evaluated and the motor had heat and a burning smell coming from the front of the motor. The device did not lock or hold the cutters properly, did not run at 80k, and there was noise and vibration from the device. The most likely cause was due to a damaged front end, the locking mechanism (pawls, lock system), and usage and wear over time. If additional info is received, a supplemental report will be sent.